Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown low glucose scan while using the adc freestyle libre 2 sensor compared to an hcp meter. On (B)(6) 2022, as a result, the customer experienced nausea, vomiting, weakness, and was unable to treat themselves. Hcp arrived at the customer¿s home and a glucose of 373 mg/dl was obtained on the hcp meter. The customer was provided with fluids and an insulin drip for a diagnosis of dka. No further details were provided. There was no report of death or permanent injury associated with this event.